Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# af3695 exp date: 06/30/2021, MFR date: 07/01/2016. Batch# af1912 exp date: 05/31/2021, MFR date: 06/01/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were any x-rays taken to locate the needle piece? What was the indication for removing the needle the next day versus same day? Were all the needle pieces removed from the patient's tissue on the next day? What is the surgeon's opinion of consequences to the patient? What are the patient age, date of birth, weight? Are you returning the actual needle removed from the patient? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an episiotomy repair procedure on (B)(6) 2017 and the suture was used. During the repair and in the middle of suturing, the needle came off/detached from the suture and was lost in the perineum after unknown quantity of passes. The patient underwent a general anesthetic procedure the next day to retrieve the needle that was lost in the perineum. Additional information has been requested.

Manufacturer narrative:
Representative samples of product code vc532h, lot # af3695 were returned for analysis. During the visual inspection of the representative samples, no defects were found on the package. The swage and attachment area of the samples were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or needle pull was observed. According to the representative samples condition, no attachment defects or needle pull were found and the tested samples met the finished goods requirements.